Event description:
It was reported by the affiliate that when the device was used during a lobectomy procedure, the staples malformed. The surgeon put in some overstitches and another device was used to complete the case. There was no further consequence to the patient.